Manufacturer narrative:
Additional information: the returned driver was evaluated. The tip was confirmed to have twisted until fracture. The cause is unable to be determined since it is unknown how the device was being handled or used at the time the breakage occurred. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2017-00593.

Event description:
It was reported that one plug driver was found to be broken and another plug driver was found with a twisted tip during surgery. Because of this, the drivers could not be used, resulting in the plugs not being able to be final tightened with a torque handle to ensure enough torque was placed on them to secure them into place. There have been no patient impacts reported as a result of this event. This is report one of two for this event.